Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported during calibration of the touch screen, the first box touch was disabled and 'detected invalid touch' an invalid message appeared. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician confirmed the reported issue. Ventilator restarted due to anomalies detected during operation failure was present in the log. It was determined that this was a reboot error that would occur when touch screen calibration failed to be completed. No anomaly was observed through visual inspection. The touch screen needs to be replaced. The repair will be complete after the customer approves the quotation.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020 touch screen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08apr2020. B4: 09apr2020. The service technician confirmed the reported issue was confirmed. Since the reported issue was found to be caused by misalignment in the touch position on touchscreen, touchscreen was replaced to resolve the reported issue. Periodic maintenance was performed. No abnormality was confirmed but the following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet filter, cooling fan filter, oxygen inlet filter, blower, cooling fan, tubing kit and lithium-ion battery. Unit was checked overall, cleaned and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.